Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Also was involved tge313115/14417846, UDI# (B)(4). The sterilization evaluation is in process. Further information was requested and will be provided.

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a chronic type b dissection. The patient tolerated the initial procedure. On (B)(6) 2016, it was reported that the aorta and may be devices were infected. The patient underwent drug therapy. Reportedly, on (B)(6) 2016, the patient experienced a septic shock, chronic infection of the aorta and the stent. The event was resolved on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient had sepsis and expired. According to the information provided from the site infection and death were not related to the device or procedure. Further information was requested.

Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a chronic type b dissection. The patient tolerated the initial procedure. On (B)(6) 2015, pre-treatment computed tomography (CT) imaging found the lesion maximum diameter to measure 64 mm. On (B)(6) 2015, discharge computed tomography (CT) with contrast determined the maximum diameter of the aneurysm measured 64mm. On (B)(6) 2016, follow up CT determined the maximum diameter of the aneurysm measured 64mm. On (B)(6) 2016, follow up CT determined the maximum diameter of the aneurysm measured 64mm. On(B)(6) , 2016, it was reported that the aorta and may be devices were infected. The patient underwent drug therapy. Reportedly, on (B)(6) 2016, the patient experienced a septic shock, chronic infection of the aorta and the stent. The event was resolved on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient had sepsis and expired. According to the information provided from the site infection and death were not related to the device or procedure. Upon further investigation it was learned that the patient had a pre-existing infection associated with a dacron graft and gore devices were not infected; and the patient's death was caused by sepsis which was a result of necrotizing soft tissue infections (stis) from pressure ulcers in the patient who had nutritional deprivation and insufficient dietary intake. There is no allegation against the gore devices and this event is not reportable.

Manufacturer narrative:
B.5. Updated. H.6. Patient code updated. H.6. Device code updated. Medwatch # 2017233-2019-00518 reports were sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. Upon further investigation it was learned that the patient had a pre-existing infection associated with a dacron graft and gore devices were not infected; and the patient's death was caused by sepsis which was a result of necrotizing soft tissue infections (stis) from pressure ulcers in the patient who had nutritional deprivation and insufficient dietary intake. There is no allegation against the gore devices and this event is not reportable.

Manufacturer narrative:
H6: code 213 - the review of the sterilization paperwork verified that these lots met all pre-release specifications. The cause of infection is unknown. Additional information regarding the death and infection was requested but was not available. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection (e.g., aneurysm, device or access sites) and death.